Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products 5076 implantable pacing lead 2006 (B)(6).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 20's. On interrogation it was found that the device was at end of life (eol) and was not capturing and had no output. Possible early elective replacement indicator (eri) was suspected. Attempts to increase pacing output and capture still did not provide pacing support to the patient. It was also noted that there was a right ventricular warning for out of range impedance and the lead polarity changed to unipolar. A temporary pacer was used until the device was explanted and replaced. No further patient complications have been reported as a result of this event.